Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+, thickened leaflets, and tethered anterior leaflet. A mitraclip ntw was inserted and successfully deployed on the mitral valve. To further reduce mr, another mitraclip ntw was deployed. However, difficulties visualizing the clip occurred, and after deployment of the second clip, the second clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). The procedure was completed with two clips implanted, reducing the mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure. It was noted that patient was kept in the hospital for observation.

Manufacturer narrative:
H6 health effect - impact code 2199 was removed. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported slda was due to pre-existing patient anatomy. The cause of the reported difficult imaging was unable to be determined. The reported hospitalization was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.